Event description:
Upon access to vessel (heart catheterization) , wire (introducer sheath) was inserted in needle from kit. The wire would not advance. Upon attempted removal of wire, the wire was appeared sheared. Piece of wire noted under fluoro in right wrist.